Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter act series analyzer was leaking. Customer reported that drops of fluid were visible on the counter underneath the probe. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the pinch valve lv8 was sticking. Lv8 controls the drain for the probe wash. The fse replaced pinch valve lv8 and the associated solenoid. The leak was remediated.

Manufacturer narrative:
(B)(4).